Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 2.75x33 rx multi-link 8 (ml8) stent delivery system (sds) was advanced without resistance to a moderately calcified, de novo lesion in the moderately tortuous mid right coronary artery (rca), however, though set to nominal pressure, the inflation device did not indicate pressurization, the balloon did not inflate, and blood was found inside of the balloon. Though a leak was unable to be confirmed, a leak is suspected by the site. A new 2.75x33 ml8 sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.